Event description:
Rep reported that the stylet tore through the distal tip of the catheter. There were no adverse consequences reported. The device was positioned and removed. There was no delay.

Manufacturer narrative:
Upon completion of the investigation it was noted that it appears that the guide wire has gone through one of the holes and has torn the catheter, which may have been attributed to user technique. This however could not be confirmed. As noted in the instructions for use, catheters cut and tear easy. A review of the history device records was not possible as the lot number was not provided. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.